Manufacturer narrative:
Block h6: imdrf impacted code f1001 captures the reportable event of procedure cancelled/sedation unknown.

Event description:
It was reported that the during the preparation all the steps were followed as advised. However, during the injection the needle appeared to be blocked. The procedure could not be completed. This event is being reported for cancelled procedure with a patient under unknown anesthesia.